Manufacturer narrative:
Pump has been tested several times using water, and each time when bag was empty pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done"). All alarms have been checked and work properly. Complaint could not be duplicated.

Event description:
Pt states that the pump has over run two times. Tech at the provider facility was unable to duplicate. Rate and dosage are 220 ml/hr and infinity.